Manufacturer narrative:
This is an initial final report. This complaint was received via user report and has been reported to FDA. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The consumer reported issues with 8 sensors (all unknown serial numbers) and have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "patient called regarding her freestyle libre 2 glucose monitor. During the "glue or stinger" (sensor) insertion into her arm, she gets an allergic reaction which results in "agonizing" pain in her arm. The pain and soreness can last up to two weeks before replacing it with another "stinger" (sensor). This has happened the last 6-8 times and it has become so painful that she is afraid when that time comes, to change it". No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This complaint was received via user report and has been reported to FDA. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The consumer reported issues with 8 sensors (all unknown serial numbers) and have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-10 was incorrectly documented in the previous initial report. Section h-10 has been updated.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "patient called regarding her freestyle libre 2 glucose monitor. During the "glue or stinger" (sensor) insertion into her arm, she gets an allergic reaction which results in "agonizing" pain in her arm. The pain and soreness can last up to two weeks before replacing it with another "stinger" (sensor). This has happened the last 6-8 times and it has become so painful that she is afraid when that time comes, to change it". No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.